Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to dysphotopsia. There was no vitrectomy, incision enlargement, or sutures required. A non-johnson & johnson lens was implanted as a replacement. The patient has fully recovered. No further information is available.

Manufacturer narrative:
Weight and ethnicity: unknown/asked but unavailable. Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 12/9/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the suspect lens was received in a non-johnson & johnson lens case. Visual inspection under magnification revealed that the complaint lens was received cut in half and coated in viscoelastic residue. The lens was cleaned and, lens damage associated with the lens being improperly placed inside of a lens case could be observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.